Event description:
The rptr called lfs on pts alleging one touch basic original meter would not power on. The pt neither alleged harm nor experienced injury or medical interventionl. Pt had gone to visit their physician due to the issue and was given a prescription for a new meter. The customer svc rep discovered that the battery contacts were in good condition and that it was installed correctly. The pt had recently replaced the battery and the meter still would not power on. Hence, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.